Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped working and displayed user advisory 18 (max take-up revolution exceeded) was confirmed in the archive data, but it was not confirmed during functional testing. The autopulse platform performed as intended. The root cause of ua18 may be due to lifeband being open during take-up. The archive data review showed multiple ua18 advisory messages around the customer's reported event date, confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) stopped working during a patient event. The crew didn't notice any error message displayed on the platform at the time. After the device failed to deliver compressions, the crew performed manual CPR for 3 to 4 minutes until the patient was repositioned. The customer stated that the impact of the reported issue on the patient was possible interruptions in the delivery of compressions. Per the customer, there was no malfunction with the lifeband. No consequences or impacts on the patient. At the station after the call, the platform displayed user advisory18 (max take-up revolution exceeded).